Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported being recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 496 mg/dl. Customer reported being nauseous and vomiting. Customer was treated with fluids and insulin. No further information was provided.